Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 204, 366 and 193 mg/dl. The customers expected am fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported, as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturers expiration date is 09/30/2023 and test strips have been opened for more than 4 months (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 226 mg/dl, date: (B)(6), time: 2:19pm non fasting, result 2: 228 mg/dl, date: (B)(6), time: 10:50am non-fasting, result 3: 220 mg/dl, date: (B)(6), time: 10:27am non-fasting, result 4: 204 mg/dl, date: (B)(6), time: 7:07am fasting, result 5: 366 mg/dl, date: (B)(6), time: 7:01am fasting, result 6: 193 mg/dl, date: (B)(6), time: 6:51am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - defect found on returned strips: high results. Reported defect not reproduced on returned meter. Product evaluation has been completed. Internal investigation has been completed and root cause selected. Most likely underlying root cause: (B)(4): storage outside specifications. Manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 16-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.